Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The mesh was removed on (B)(6) 2004 due to vaginal erosion, inflammation, infection, nerve damage and pain. The patient was advised of a grade 1 cystocele in (B)(6) 2011. The patient is scheduled for surgery in (B)(6) 2012 to remove 95% of mesh found to still be in her body. (B)(4) cystocele.

Manufacturer narrative:
It was reported that the patient had mesh excised on (B)(6) 2012.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, nocturia, incontinence, and urinary tract infection. (B)(4).